Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Post-operative hearing benefit from the ci was not good; five channels were extra-cochlear. In (B)(6) 2021, surgery to repair cerebrospinal fluid leakage was performed. The user was re-implanted with a shorter electrode array variant on the (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. According to the information received, the hearing benefit with the device was not good due to an incomplete insertion of the active electrode during implantation surgery. Reportedly five electrode contacts remained extra-cochlea. In addition, the recipient underwent a revision surgery due to csf leakage, which is a known post-operative side effect of otologic surgery. The recipient has enlarged vestibular aqueducts, which might has contributed to the csf leakage. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Post-operative hearing benefit from the cochlear implant was not good; five channels were extra-cochlea. It was reported that after the initial implantation the user could only feel a sense of vibration. The user was re-implanted.